Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device is not available for eval and investigation. Without the actual sample, part number, or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent becomes available, I flow will submit a follow-up report.

Event description:
Infection. No further info has been provided.